Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt stopped being able to hear around five days ago. When he removes the coil from his head and then places it back again, he can hear for around 10 minutes. After that he can no longer hear. The strength of the coil is adequate. Testing confirmed that the device has malfunctioned.